Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that a knife was dull and exhibited problems on the edge. Procedure details are unknown, but it was confirmed that there was no impact to the patient. Additional information has been requested.